Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, heavily tortuous, 90% stenosed lesion in right coronary artery (rca) #1. Atherectomy was initiated in low-speed mode using a pulling motion from distal to proximal. After crossing the tortuous segment, fluoroscopy revealed a fracture of the oad driveshaft. As the oad remained on the viperwire advance guide wire a guide extension catheter was inserted into the 7fr guiding catheter to cover the oad and a snare was used to successfully retrieve the fragment. The procedure was continued; however, the intravascular ultrasound (ivus) catheter experienced disconnection issues before and after scoring balloon use. Ultimately, the procedure was completed using only scoring balloons. Visual inspection confirmed the fracture occurred just proximal to the crown. Retrieval of the fragment required several minutes, but there was no patient harm.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported material separation - driveshaft appears to be related to operational context. In this case, it is possible that the material separation - driveshaft is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, heavily tortuous, 90% stenosed lesion in right coronary artery (rca) #1. Atherectomy was initiated in low-speed mode using a pulling motion from distal to proximal. After crossing the tortuous segment, fluoroscopy revealed a fracture of the oad driveshaft. As the oad remained on the viperwire advance guide wire a guide extension catheter was inserted into the 7fr guiding catheter to cover the oad and a snare was used to successfully retrieve the fragment. The procedure was continued; however, the intravascular ultrasound (ivus) catheter experienced disconnection issues before and after scoring balloon use. Ultimately, the procedure was completed using only scoring balloons. Visual inspection confirmed the fracture occurred just proximal to the crown. Retrieval of the fragment required several minutes, but there was no patient harm.